Manufacturer narrative:
As reported, the outback catheter tip came off as the physician was going over the bifurcation. The tip was contained in the terumo csi and retrieved as the csi was taken out of the patient. No injury reported. The patient was a (B)(6) male. The target lesion location was located in the left superficial femoral artery (sfa). The product looked normal when taken from its packaging. All the specified ports of the device were properly flushed. The cannula actuated smoothly. A 7f terumo pinnacle destination 35cm sheath was used in the procedure. It is unknown if there was any difficulty advancing the outback through the sheath to get to the lesion. It is unknown if there was any excessive force used to advance the outback through the sheath. The tip separated as the device was going through the sheath over a relatively steep iliac bifurcation. The wire used was an asahi grand slam. It was noted that the physician and tech were both very experienced with using the device. A second device was not used as the device tip got stuck in the sheath. The physician pulled the sheath and guidewire all out and aborted the procedure. One non-sterile catheter outback was received coiled inside a plastic bag. The unit was received along with an unknown guide wire. Inner liner present marks of welding. A kink was found at 2.5cm from distal end. The nosecone and distal tip were ripped out. Tip was received in a separate bag. No other anomalies were observed in the returned device. Inner liner present marks of welding. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure catheter tip/distal tip fractured-separated/in patient reported by the customer was confirmed. The cause of the failure experienced was not determined; inner liner present marks of welding. The exact cause of the secondary failure kink in the body shaft could not be determined; however controls are placed in the manufacturing line to prevent defective units from leaving the building. While the relationship between the separation of the distal tip and the device is not clear, neither the manufacturing records, nor the product analysis suggest there is a manufacturing issue that contributed to the reported event. Based on the information available for review, although the root cause could not be conclusively determined, an investigation has been initiated to address this issue.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant devices: 7f terumo pinnacle destination 35cm, asahi grand slam guidewire.

Event description:
As reported, the outback catheter tip came off as the physician was going over the bifurcation. The tip was contained in the terumo csi and retrieved as the csi was taken out of the patient. No injury reported. The patient was a (B)(6) male. The target lesion location was located in the left superficial femoral artery (sfa). The product looked normal when taken from its packaging. All the specified ports of the device were properly flushed. The cannula actuated smoothly. A 7 f terumo pinnacle destination 35 cm sheath was used in the procedure. It is unknown if there was any difficulty advancing the outback through the sheath to get to the lesion. It is unknown if there was any excessive force used to advance the outback through the sheath. The tip separated as the device was going through the sheath over a relatively steep iliac bifurcation. The wire used was a asahi grand slam. It was noted that the physician and tech were both very experienced with using the device. A second device was not used as the device tip got stuck in the sheath. The physician ended up having to pull the sheath and guidewire all out and abort the procedure. As a result, the physician was unable to complete the procedure after crossing the cto and was unable to use a closure device to allow the patient to leave the hospital sooner. There was no reported injury to the patient.